Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure the patient developed a large effusion that required pericardiocentesis and cardiac surgery. There were no events prior to noting the effusion on the ice that indicated a perforation. Ablation was being done with a tacticath se catheter on the septal left ventricle when the effusion was realized. Act was 360 and lesion duration was 1-2 minutes at 35-40 watts while keeping a close watch on impedances. It is believed the perforation occurred during manipulation of the catheter in the left ventricle instead of during active ablation. The patient's blood pressure dropped, and patient lost 5000 ml of blood. A pericardiocentesis was performed and two bags of blood was transfused and then the patient was sent to surgery for repair. The patient is now stable. There were no alleged performances issues with any abbott devices.